Event description:
It was reported the device was returned for OEM (original equipment manufacturer) repair. Followup information received indicates faulty ventricular channel, unstable current. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper case was broken and dented affecting keyboard fit, the ring cover and both bail covers were broken, the lead flex cover was out of specification, and the keyboard was scratched. (B)(4).

Manufacturer narrative:
Further analysis was performed on the heart lead flex. Visual inspection revealed no anomalies, tail thickness was within specifica tion. Bench analysis revealed no anomalies. Conclusion: subassembly failure could not be reproduced.